Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms and high blood glucose levels. The customer's blood glucose level was 550 mg/dl. The customer was able to disconnect and reconnect the reservoir and successfully perform a manual prime and saw insulin exit the device. The customer was advised that the occlusion may have been caused by the set and reservoir. The customer called back 2 hours later and reported no delivery alarms again. The customer removed the set and found a bent cannula. The infusion set was replaced. Nothing was returned for analysis.